Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery could not be charged with either the wall adapter or usb cable. Another power adapter and usb cable were used to successfully charge the battery. Customer's blood glucose was 395 mg/dl.